Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified due to multiple pump resets that were verified in pump data.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a high pitched noise while being charged. Additionally, it was reported that the touch screen was unresponsive and not functional. Customer was unable to access pump features. The customer unplugged the pump and tried using a different power outlet; however, the issue recurred. Customer did not report a red blinking light or beeping of pump when disconnected from the charger. Customer's blood glucose was over 400 mg/dl.